Manufacturer narrative:
Patient's exact age is unknown, however, it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device was disposed, and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during a lithotripsy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when the trapezoid rx basket was passed down the scope, the handle was actuated, and the wire stopped moving. The basket was then withdrawn through from the scope, and it was found that the pull wire was detached. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition post procedure was reported to be stable.